Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose. Customer reported their blood glucose rising to 400 mg/dl and declining to 47 mg/dl. The customer declined to be transferred to the helpline. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.